Event description:
The "gas loss" alarm sounded from the pump. No blood was noted and iabp continued. Twelve hours later, blood was noted in the tubing. The doctor was notified, but advised to continue iabp. When the doctor tried to remove the iab, he was unable to. The iab was entrapped. The patient had a stroke and went on to expire. (Event complications: the iab was entrapped/stroke/expired -) reported 3/17/99. (Pt's current status: expired - rpt'd 3/19/1999.